Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Device received with corroded motor home switch. Device received with cracked case at display window corners. Device received with minor scratches on lcd window.

Event description:
Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.